Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) stopped communicating with the ilet after a shower, resulting in a pairing failure that interrupted glucose data display and automated insulin dosing until the connection was restored. No reported symptoms. Outcomes included transient interruption of therapy with recovery of functionality after troubleshooting. Investigation included technical support guidance to toggle and restart the pump and re-pair the cgm. Investigation of this case revealed successful re-establishment of the bluetooth connection with readings available after re-pairing. It was concluded that the event was consistent with a temporary communication disruption between the cgm sensor and the ilet, resolved through standard reconnection steps without clinical harm.